Manufacturer narrative:
This device remains implanted thus no analysis will be conducted. Should additional information become available this event will be updated.

Event description:
Boston scientific received information via call-log that this implantable cardioverter defibrillator (ICD) displayed high out of range pacing impedances on the right atrial channel which have stabilized and remain within range currently. Noise was also seen on the electrocardiogram. At this time no additional information is available. No adverse patient effects were reported.